Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have since (B)(6) 2022 and continued currently: irritation of the eyes. Sensation of stinging eyes. Sensation of a degradation of the sight. Burning sensation in eyes which become very red. Still have itchy eyes and have noticed a decrease in near vision. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.